Event description:
It was reported post op to a gastric band, no saline solution could be placed into the balloon on the band. It was discovered that the plastic protective covering slid off and down distally on the tubing. The prot had to be removed and replaced. There were reported pt complications.

Manufacturer narrative:
Information anticipated, but unavailable at this time.